Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced acute shortness of breath. It was noted on remote transmission that undersensing, high thresholds, a decrease in impedance, and possible non-capture were exhibited on the right ventricular (rv) lead. The emergency roomphysician indicated that the lead appeared to have pulled back, and later was confirmed to have dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.